Event description:
Technical support reported that during routine testing of the device at the svc ctr, the roller pump momentarily paused then resumed to the set speed. This is a svc pump used for sys-1 training. There was no pt involvement.

Manufacturer narrative:
Roller pump had 1.40 software loaded. Tech support reloaded 1.30 and the pump behaved normally. An engineering analysis was provided on 06/03/2015, which confirmed the complaint condition. When operating a larger roller pump at 250 revolutions per minute (rpm), there were larger changes in the presence of encoder dropouts when compared to software 1.30. This behavior was determined to be a encoder issue and not a software issue. Increases in encoder dropouts progress due to dirt accumulation. Technical support stated on (B)(4) 2015, that the dirt on the encoder was cleaned off and the roller pump is now functioning normally. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.